Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician (B)(4) - failure (event) observed during analysis found the device with premature battery depletion. The device was analyzed with a new battery and found to be normal. The original battery was sent out to the vendor for further evaluation, and no anomaly was detected that would cause the battery to deplete. The cause for the premature battery depletion could not be determined.